Event description:
Caller reported false negative urine hcg results on pt with hcg device sp brand rapid test vs a pelvic examination. Pt's age and health conditions were not provided. (B)(6). A pelvic examination was performed indicating pt was 8-12 weeks pregnant. Pt's urine sample was tested twice with negative results both times.

Manufacturer narrative:
Investigation pending.